Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) visited the site and reviewed the logs and found relevant codes. Additionally, the logs showed that the service mode button was depressed around the same time as the event. The ventilator passed all testing per manufacture specifications and was returned to the customer for clinical use. The fse was unable to duplicate the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator shutdown. When powered back on, the ventilator went into service mode. The patient was transferred to an alternate ventilator with no patient harm.